Event description:
A baxter engineer reported a pump with failure code 703. This occurred during bio-med testing. There was no pt injury or medical intervention necessary accoridng to the hosp rep. No additional info. Available.